Event description:
Boston scientific received info that the right atrial (ra) lead exhibited an impedance measurement of approx 2300 ohms and increased threshold measurement. It was noted that no episodes of noise were seen. The field rep stated that they are considering a lead revision procedure. No other measurements were provided and no adverse pt effects were reported. An no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.